Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the previous reports. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 30 november the (B)(4) project manager inspected the retrieved item with the following comments: the analyzed piece shows that the damage can not be caused during the trialing phase but probably during the trial insert removing from the baseplate by using unsuitable devices such as scalpels or pliers; the abrasions present on the lateral pockets are compatible with a use of this inappropriate instruments. We also have available other specific devices to fix the trial insert to the baseplate.

Manufacturer narrative:
Trial baseplate involved: trial tibial base size 5l, code 02.07.10.9811 - lot 1213912. On 2nd nov 2015 it was communicated that: some of the tibial insert broke off in the patient. The surgeon noticed small blue flakes inside the patients knee. All of the pieces were removed from the patient. And on 3rd nov 15 it was added that: it looks like the damage could be from the motion tests that the surgeon was preforming. The surgeon did not notice any pieces coming off during the motion testing but he noticed it later in the surgery. Preliminary investigation performed by the r&d project manager on 11 nov 2015 based on pictured received: the trial insert shows clear signs of damage that can not be attributed to the trialing phase. Probably the damage were caused during the insertion/removal of the insert by using of metal clamps, cockers, scalpels or other inappropriate tools. Available we have instruments purposely designed to hold the insert during the insertion/removal from the trial tibia baseplate and to lock and stabilize the trial insert to the baseplate during the trialing phase. Not received yet.

Event description:
Gmk sphere trial poly and trial baseplate did not lock correctly. When the surgeon was doing a range of motion test with the trials they did not stay in place so the surgeon had a difficult time testing the fit of the trial sizes. The surgeon decided the sizes he had trialed seemed correct and once he implanted the pieces the surgeon verified a good fit. The surgery was completed successfully. The trials will be available for analysis.